Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, the large clip applier instrument jaws wont open. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of stuck grip tips to be related to the customer reported complaint. The instrument was found to have stuck grip tips. The instrument was unable to manually articulate the remaining grip input disk. Root cause of this failure is most commonly attributed to misuse/mishandling. Additional observations not reported by site that are related to the primary failure: the instrument was found to have an input disk broken. Input disk #7 was found completely detached from the base of the housing. Root cause of this failure is most commonly attributed to misuse/mishandling. Signs of corrosion were found on the instrument bearings. The grip input disk bearings exhibit orange discoloration. The root cause of corroded/contaminated instrument bearings is typically attributed to the cleaning/reprocessing techniques.